Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's incision site was opening up/not closing. The rep did not know if there was a problem with the sutures or not. Other than the incision issue, no other symptoms were reported nor any problems with the stimulation. The hcp was not aware of any infection, although the patient is now on an antibiotic. The ins was not visible, there was still subdermal tissue covering the ins and it was just the top layer that was not closing. No device issue alleged/identified. No further patient symptoms or complications were reported.